Manufacturer narrative:
The needle was returned for investigation. The lot of the returned needle was found to be lot a6939 and not a6888 as originally reported in the complaint. The manufacturing records for lot a6939 were reviewed and no related deviation or concerns were found. The reported frost on the needle shaft was confirmed as the needle failed investigative testing. The shaft's temperature is 4.9°c which points to insufficient thermal insulation of the needle; however the ice ball size is within the specification and was not compromised due to thermal insulation loss. Needle disassembly did not find any visible soldering gaps or voids, corrosive signs or soldering flux residual. Based on the investigation results, the root cause determined insufficient vacuum insulation of the needle; however there was no relationship found between the needle manufacturing process and the vacuum loss phenomena. The treatment was completed with no injury to the patient. Galil medical's labeling includes precautions instructing users to protect the skin with warm saline, when appropriate.

Event description:
It was reported that during a lung cryoablation procedure, the iceforce needle collected frost on the shaft during the freeze cycle. The patient's skin was protected and the case was completed with no injury to the patient. The needle was returned for investigation.